Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning on the left ventricular lead for low impedance on two different occasions. There was one lead configuration with a low impedance value, but currently showing normal values. The lead impedance values will be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.